Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aortic neck is 4 cm in length and the diameter is 24mm below the renal arteries, then it went to 23mm, 24mm and to 25mm. After the bifurcated stent graft was implanted, it appeared infolded. The top part of the bifurcated stent graft was ballooned; however, as the balloon was deflated the stent graft would come back to infolded position. The ballooning improved the infolding but some infolding remained. There was a good seal and no endoleak; therefore, the decision was not to further intervene. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Results: reverse funnel shaped aortic neck. Eval: conclusion: reverse funnel shaped aortic neck. Graft infolding.